Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device failed to deliver volume during ventilation in neonatal mode. As a result, patients o2 saturation dropped to 80s. - the continuous alarm was observable both visually and through hearing. Patient alarm pa141023(external flow sensor failed). - the device log files were provided to hamilton. - this malfunction was reproducible. - there is patient involvement reported. This event occurred during patient ventilation. - there was need for medical intervention reported. The malfunctioning ventilator device got replaced by a manual resuscitator (ambu bag). - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a potentially reportable event. There was no patient, user or third-party harm reported. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. Despite of three reminders, no information regarding the correction and its effectiveness are available. A root cause analysis based on the available information indicates an issue most likely with the external flow sensor a root cause analysis based on the available information indicates an issue most likely with the external flow sensor. As this is a presumption, a CAPA will not be initiated. Nevertheless, the failures of devices in the market are monitored constantly and if the failure rate was to increase a CAPA will be considered. Hamilton medical ag complaint number: (B)(4). Follow-up 3 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h11

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device failed to deliver volume during ventilation in neonatal mode. As a result, patients o2 saturation dropped to 80s. The continuous alarm was observable both visually and through hearing. Patient alarm (B)(6) (external flow sensor failed). The device log files were provided to hamilton. This malfunction was reproducible. There is patient involvement reported. This event occurred during patient ventilation. There was need for medical intervention reported. The malfunctioning ventilator device got replaced by a manual resuscitator (ambu bag). Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a potentially reportable event. There was no patient, user or third-party harm reported. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. Despite of three reminders, no information regarding the correction and its effectiveness are available. A root cause analysis based on the available information indicates an issue most likely with the external flow sensor a root cause analysis based on the available information indicates an issue most likely with the external flow sensor. As this is a presumption, a CAPA will not be initiated. Nevertheless, the failures of devices in the market are monitored constantly and if the failure rate was to increase a CAPA will be considered.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device failed to deliver volume during ventilation in neonatal mode. As a result, patients o2 saturation dropped to 80s. The continuous alarm was observable both visually and through hearing. Patient alarm pa141023 (external flow sensor failed). - the device log files were provided to hamilton. This malfunction was reproducible. There is patient involvement reported. This event occurred during patient ventilation. There was need for medical intervention reported. The malfunctioning ventilator device got replaced by a manual resuscitator (ambu bag). Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device failed to deliver volume during ventilation in neonatal mode. As a result, patients o2 saturation dropped to 80s. - the continuous alarm was observable both visually and through hearing. Patient alarm pa141023 (external flow sensor failed). - the device log files were provided to hamilton. - this malfunction was reproducible. - there is patient involvement reported. This event occurred during patient ventilation. - there was need for medical intervention reported. The malfunctioning ventilator device got replaced by a manual resuscitator (ambu bag). - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a potentially reportable event. There was no patient, user or third-party harm reported. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. Despite of three reminders, no information regarding the correction and its effectiveness are available. A root cause analysis based on the available information indicates an issue most likely with the external flow sensor a root cause analysis based on the available information indicates an issue most likely with the external flow sensor. As this is a presumption, a CAPA will not be initiated. Nevertheless, the failures of devices in the market are monitored constantly and if the failure rate was to increase a CAPA will be considered.